Event description:
At the beginning of the operation; pressure was 5.5l w/approx 250-280 mm hg. During the operation the pressure increased although flow rate was lowered. At the end of the operation the pressure increased to 4.5l w/500-550 mmhg. The procedure was stopped and the unit changed out. No pt injury occurred as a result of this event.